Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer transitioned to multiple daily injections for backup insulin delivery, was provided a warranty replacement pump with updated software.